Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader is required. Dhrs (device history review) for all fs libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed for the fs libre sensors, and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for fs libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the reported complaint and fs libre sensors,there were no confirmed complaints observed.

Event description:
A caller, calling on behalf of a customer (a child of 6 years), reported a low readings issue with the adc freestyle libre. The caller reported that sensor scan continuously showed 'lo' (reading less than 2.3 mmol/l) so the customer was given extra meals and insulin doses were withheld. The customer subsequently experienced vomiting and a loss of consciousness. The customer was rushed to the emergency department, where the hcp meter readings were "30+ mmol/l". The customer was hospitalized in a coma 3-4 days. No further details regarding treatment were reported, but the caller noted that the customer "has now woken up". Based on the information received, there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned. A follow-up report will be filed if product is returned or additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller, calling on behalf of a customer (a child of (B)(6)), reported a low readings issue with the adc freestyle libre. The caller reported that sensor scan continuously showed 'lo' (reading less than 2.3 mmol/l) so the customer was given extra meals and insulin doses were withheld. The customer subsequently experienced vomiting and a loss of consciousness. The customer was rushed to the emergency department, where the hcp meter readings were "30+ mmol/l". The customer was hospitalized in a coma 3-4 days. No further details regarding treatment were reported, but the caller noted that the customer "has now woken up". Based on the information received, there was no report of death or permanent impairment associated with this event.